Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an known procedure on (B)(6) 2024 and suture was used. It was reported that the suture had its needle exposed in the packaging, with piercing and cutting risk. There were no patient consequences reported. No additional information requested at this time.